Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
T was reported to covidien on 08//2016 that a customer had an issue with a dialysis catheter. The customer states a hole developed in the catheter right at the point where the adapter terminates in the end of the catheter which resulted in peritonitis.

Manufacturer narrative:
As no lot number was identified, a manufacturing device history record (DHR) review or product/process change review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The product sample was returned for analysis and investigation; it consisted of one white adapter with a section of the catheter tubing attached to the tip of the adapter. The sample came inside a generic plastic bag and presented signs of use. Visual inspection was performed and it was observed there was a hole in the tubing on the thread pitch area of the adapter. Additionally, there were marks observed in the tubing surface that looks like manipulation or use of some instrument. The hole was observed irregular or worn down. Based on the sample evaluation the catheter was used and manipulated by the customer and the catheter was used for 4 years and 8 months without any issue. The catheter showed evidence of use and manipulation, this defect was not identified prior to insertion. Based on the sample provided, this type of hole, cut could be caused by excessive force or sharp objects. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.